Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen and morphine at unknown concentrations and doses via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported on (B)(6) 2017 that the patient just received a personal therapy manager (ptm) to use for a bolus for breakthrough pain if needed at night. It was noted that when the patient got too much baclofen he was not able to pee. This was considered a sudden change in therapy/symptoms. It was related that this occurred at an unknown date prior to the implant when they did a trial where the patient received a shot in the back to see if the medication would work and that the shot in the back with baclofen made it so he was not able to pee. The issue lasted about five hours and the patient almost had to have a catheter. It was inquired if the patient would not be able to pee if he did the bolus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.